Event description:
(B)(6) may file results to the wrong patient by incorrectly combining results. This problem happens in single specimen view and when update is activated; however, it is uncommon for this problem to occur due to timing of the auto update.

Manufacturer narrative:
About 129 sites have been notified via a (B)(4) and a correction is available in (B)(4). There are 22 sites that have already been corrected. The (B)(4) notice includes a recommended work-around which is to turn off auto-update in single specimen view. This address the risk of the issue. Method: computer software program code evaluated.